Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continu-flo solution set was occluded after the chamber where the medication was placed. It was further reported the set was connected to unspecified infusion pump and the pump displayed ¿occlusion above¿ alarm. This issue was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.